Event description:
It was reported that a few days following an auto accident, the patient experienced syncope. It was observed that the right ventricular (rv) lead exhibited a loss of capture when in bipolar, as well as an increase in impedances. The patient was temporarily paced due to the loss of capture, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had high threshold. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.